Manufacturer narrative:
The device was not returned for analysis of complaint of significant pump alarms of downstream occlusion and medication bag running dry earlier than expected. No previous repair was noted for the last 12 months. As the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed. Unable to determine probable cause as no product was returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient or husband reported significant pump alarms of downstream occlusion and medication bag running dry earlier than expected. Pump number 9 was returned and replaced with an alternative pump. It appears to be an ongoing issue with the cadd pumps for hpt - they may require an update or replacement. There was patient involvement but no reported patient harm.